Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated the alarm occurred after the rewind process. The customer's blood glucose was 270mg/dl. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.